Event description:
The user facility reported that the side-tube detached from the main housing of the guiding sheath during a procedure in the radial artery. Follow-up communication confirmed that: an injection was reportedly being administered via a power injector during the procedure when the side-tube detached from the main housing of the guiding sheath; no other devices were in use at the time of the reported separation; the patient experienced a blood loss estimated at approximately 500cc as a result of the event; the patient showed no symptoms as a result of the blood loss and no intervention was required as a result; the original procedure was able to be completed successfully; and the patient is reported to be in satisfactory condition.

Manufacturer narrative:
The involved device was returned and evaluated. However, the lot number of the involved device is not known. Therefore, the investigation was limited to an assessment of information provided by the user facility, the returned sample and a retained sample from recent production. Visual examination confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Inspection and testing of a retained sample from recent production confirmed that there were no defects or anomalies and product performance specifications were met. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during injection involving a power injector device. The device labeling does address the potential for such an event under certain circumstances in the warnings / precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).